Event description:
Trifusion placement (B)(6) 2008. Returned for broken clamp (B)(6) 2011. Replaced catheter. (B)(6) woman with history of lung transplantation and rejection, who now receives monthly pheresis treatments via a right-sided trifusion catheter. The pt reports that the clamp on the blue lumen was broken approximately 3 weeks ago. Replacement of the trifusion catheter prior to her next pheresis procedure.